Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. On (B)(6) 2026, the cgm was reading 105 mg/dl and the blood glucose reading was 22 mg/dl. There were no symptoms not treatment reported. The patient declined to provide additional information about the event. This is being reported due to a blood glucose value of 22 mg/dl which is generally considered incompatible with normal physiological function. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.